Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat genuine stress urinary incontinence, pelvic pain, cystocele, endometriosis, and menometrorrhagia and mesh was implanted. It was reported that the patient underwent concurrent procedures of total abdominal hysterectomy and bilateral salpingo oophorectomy.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat menometorrhagia, stress urinary incontinence, and pelvic pain. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, dyspareunia, vaginal scarring. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.